Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 180 mg/dl. The customer did not report motor position encoder error alarm. The customer was able to rewind completely. The customer found motor error alarm in alarm history and got battery test failed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing. Device passed displacement test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip and cracked battery tube threads, cracked belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).